Event description:
It was reported by service report that the scale was inaccurate and the foot lift motor was drifting. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell. Failed nut in lift motor.